Event description:
A distributor complaint report from finland noted that alarm 20 was received and verified in the pump history during pumping. There was no reported impact on the customer's blood glucose level. To resolve the issue, the pump was set to be replaced, and the customer was instructed to return the defective pump with a pre-paid label within 10 days. Despite efforts to determine backup therapy, the customer did not share this information. No further information about the customer¿s outcome or actions was provided.